Manufacturer narrative:
Additional information was added to b5, f10, h6. F10: device code 435 added b5: it was further reported that "the set was broken at the end that is attached to a 5% glycated serum bag." H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified month and date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a solution administration set "was damaged". This was identified prior to patient use. There was no patient involvement. No additional information is available.